Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-715a-(B)(4). The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 87,948 joules of use and 14:28 minutes, the fiber cap was noted to be loose and fiber was unable to be used. The fiber was exchanged and the second fiber exhibited the same issue at 292,913 joules and 31:15 minutes. The fiber tips (caps) of both fibers were not cleaned during the procedure. The procedure was completed with a third fiber. Patient outcome ¿ok¿ reported. No injury to the patient was reported. This report is for second fiber.